Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer followed up with the customer to confirm that the issue was resolved with a power cycle, and the customer confirmed that there were no further issues with the console¿s ergonomic settings. No site visit was required, and the problem was resolved over the phone.

Event description:
It was reported that during a cholecystectomy procedure using the da vinci 5 system, the nurse contacted technical support to report that the settings on the console were not adjusting as expected. The surgeon was unable to manually adjust the ergonomic settings after logging in at the console. Technical support reviewed system logs and recommended power cycling the system and checking for obstructions to the column movement. The customer continued with the procedure and planned to attempt the recommended troubleshooting after the procedure. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vertical motor module on the surgeon side console (ssc). The system was tested following the replacement and no further errors were observed. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis tested the motor on the test system and replicated error 23062. Visual inspection was performed and found that the connector is burned out.

Event description:
Refer to h11 for follow-up information.